Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image occurred due to damage on the universal cord cable unit and corrosion on the plug unit. Scope communication error message b30 occurred due to data error of the scope identification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image, communication error message b30 and had foreign material in the air/water channel and cylinder. There was no patient involvement.